Event description:
The customer tested her blood glucose using her contour meter and received a reading of 260 mg/dl. Her glucose was retested using another meter and that reading was 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.